Event description:
It was reported that the user experienced loss of glucose readings on the ilet due to a dexcom g7 pairing failure, after which the agent instructed the user to toggle the g7 connection off and on and restart with code 8945, resulting in successful sensor pairing. Symptoms included continuous glucose monitoring signal loss. Outcomes included temporary interruption of cgm data availability. Investigation included troubleshooting and user education focused on cgm signal loss and sensor pairing. Investigation of this case revealed a pairing connectivity issue between the ilet and the dexcom g7 that was resolved through standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption resolved by routine troubleshooting.